Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels and thought the insulin pump may be malfunctioning. Customer reported having blood glucose levels of 292, 339, and 441 mg/dl within three days leading up to the call. The customer stated that when he removed the reservoir, it didn't appear that he had been receiving insulin. Blood glucose level at the time of the incident was 367 mg/dl. During troubleshooting, the customer confirmed that an air bubble was present in the tubing. Customer was unable to complete troubleshooting as he did not have a tubing clamp available. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.